Manufacturer narrative:
Device: trigger wire difficulties is listed in the instructions for use. Event is still under investigation.

Event description:
A (B)(6) male presented with another manufacturer's previously implanted abdominal aortic aneurysm graft that had migrated causing a type 1 endoleak. During the repair on (B)(6) 2012, the physician was preparing to deploy the graft, the thumb screw on the proximal trigger release mechanism came off. The physician grabbed the black wire release mechanism and the handle came off leaving the wire in the device. The physician used hemostats to grab the wire and the wire was removed. The district manager confirmed the graft deployed where intended with no complications reported. The district manager that was present at the procedure confirmed no harm to the patient and the patient is in stable condition.